Manufacturer narrative:
Batch review performed on 19 january 2022: lot 2005703: 120 items manufactured and released on 22-july-2020. Expiration date: 2025-07-12. No anomalies found related to the problem. To date, 118 items of the same lot have been sold without any similar reported event.

Event description:
Patella implant revision at 1 year and 2 months after primary due to knee instability and patella pain. The surgery was completed successfully.